Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit then passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event.